Manufacturer narrative:
The reported event was addressed with phone support. The site replaced the endoscope with a back-up endoscope to resolve the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the endoscope issue is not determinable at the time of this report.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called an isi technical support engineer (tse) and reported that the 30-degree endoscope and its image got inverted by itself, and the surgical field was upside down. The csr explained that they reseated the endoscope with no result. The tse reviewed the logs and confirmed the 22020 error pointing to the endoscope failed to engage on arm 3. The tse guided the caller to remove the endoscope from the arm, rotate the endoscope's base until the current rotation was on the screen, press the clutch button on the arm that was holding the endoscope, and reseat the endoscope. After this the image was good, but the csr explained that the surgeon had problems with manipulating the endoscope, and its movement was hard to make. The tse asked the csr to remove the endoscope from the arm and check the housing gears to see if they could move freely. The tse also suggested to reseat the sterile adapter and check the rotation of the disks. If all was working well, reseat the endoscope and listen to the rotation of the discs to rule out a problem with the endoscope or the arm. The surgeon elected to continue the procedure as is with the good image. The csr called back to report that it was too difficult for the surgeon to work with limited intuitive motion on arm 3 and the zoom in and out functions also did not work. The csr checked the gears on the endoscope side and noticed that they were not moving freely. The surgeon asked to bring in their second 30-degree endoscope, and all was working well. They site would return the affected endoscope for evaluation. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The endoscope camera instrument adapter was visually inspected, and mechanical damage was found in the idler gear bearing. The root cause camera instrument adapter ¿ aea idler gear damage is attributed to the mishandling/misuse, such as improper reprocessing. Additional observation not reported: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 of the endoscope cable. The root cause for camera cables - cut - zone b typically attributed to the mishandling, such as improper handling of the cable during use or in reprocessing. The endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. The root cause is typically attributed to mishandling, such as inadvertent collisions with hard surfaces or drop of the scope. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ ic discoloration is typically attributed to component failure, such as material degradation.

Event description:
Refer to h11 for follow-up information.